Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to connect to a monitor) was confirmed. Upon investigation, the electrode belt was unable to securely attach to a monitor. The cause for the failure was isolated to bent connector pins. The root cause for the damaged connector pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to securely attach to a monitor.